Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.

Event description:
Customer alleged that pump delivered under during testing. The results were 8.985 and 8.976 ml at rate of 125 ml/hr and dosage was 10 ml.